Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal jaws failed to close or open after a certain period of use. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Instrument did not remain in closed position. Jaws were not stuck on tissue. There was no adverse effect to grasped tissue. There was no unexpected tissue removal and no bleeding beyond what would be expected as part of the procedure.